Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire hard to move, u/d pulley wire worn out, r/l pulley wire worn out, light guide cable buckled, ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the ccd driver pcb fluid damage; however, other failures are not related to the alleged complaint.